Event description:
A stent that was going to be placed in pt's right tibial peroneal trunk would not pass over the amplatz wire. Correct sheath size was in, correct wire size was in. The stent was stuck, unable to deploy stent to appropriate site. Unable to fix the pt's vascular problem. Wire and stent removed without harm.